Event description:
Bard foley catheter was inserted without difficulty prior to surgical procedure. Balloon was inflated and the rn gently pulled back on the catheter to snug the balloon into place. The catheter kept being retracted and retracted, and when totally out, the rn saw that the balloon was not attached to the end of the catheter tube, but was assumed to be in the bladder.